Manufacturer narrative:
Ge healthcare's investigation is ongoing. A supplemental report will be submitted when the investigation has been completed.

Event description:
It was reported that a primary lesion marker for a breast ultrasound scan allegedly moved posterior unexpectedly on a subsequent reading of the study. In this particular case, the reading physician was the same physician who performed the study and therefore the issue was obvious to the user. It is unknown whether or not the reading device was manufactured by ge healthcare. There was no report of patient injury.